Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical equipment technician. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer performed the screen diagnostics and brightness test and confirmed the reported issue. The customer ultimately placed an order for the replacement user interface (ui) assembly, but the part has not been received yet. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was brighter on the right side of the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the display was brighter on the right side of the screen. The remote service engineer (rse) briefed the customer on the latest version of the service manual and informed the customer that the device likely had a hydis display installed. The rse also filled the customer in on the two versions of liquid crystal displays (lcds)--the original lcd has been obsolete by the manufacturer (hydis), but philips will continue to provide the hydis lcd while supplies last; the second-generation lcd (manufactured by (B)(6)) is not backward-compatible with ventilators built with the original lcd, so installing the second-generation lcd requires several hardware changes and a software upgrade. Additionally, the rse provided the customer with the part number and price of the replacement user interface (ui) assembly for repair and advised the customer that ventilators with serial numbers (B)(6) and later and (B)(6) and later are equipped with the second-generation lcd and associated parts. The investigation is ongoing.